Event description:
Pump declared an altitude alarm, and there was no adverse impact to the customer¿s blood glucose level. Customer's insulin was suspended due to the altitude alarm condition, and technical support explained that the pump was not designed to operate outside its validated altitude range, which caused the alarm. Caller acknowledged this information.